Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received the scs system on (B)(6) 2011. It was reported the patient complained of numbness and weakness in her legs and pain in her arms, between her shoulders and head. A CT scan was performed and the results were inconclusive. Follow up information revealed that the patient's medical team has determined the patient suffers from a rare neurological disease and renal failure. The physicians reported that they do not believe the patient's symptoms are related to the scs system. The patient will continue to be followed and treated for her neurological disease. There are no plans to remove the scs system at this time.